Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of intimal dissection, angina and thrombosis are listed in the xience alpine, everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending artery with no tortuosity and no calcification. A 3.5 x 15 mm xience alpine stent was implanted. Then a couple of hours later, the patient started to experience chest pain. An optical coherence tomography (oct) test revealed the stent closed, the vessel had total occlusion due to thrombosis and a dissection was observed. And, therefore a 4.0 x 18 mm xience stent was implanted in the proximal area, adjacent to the first stent to overlap for treatment. The patient stayed an additional day due to the treatment and was then discharged in good condition. There was no clinically significant delay in the procedure. No additional information was provided.